Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during a ureteroscopy procedure, after the fiber was plugged, it broke at the tip. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a ureteroscopy procedure, after the fiber was plugged, it broke at the tip. Due to this, the procedure was completed using another device. There were no patient complications.